Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the root cause could not be determined conclusively.

Event description:
It was reported that the screw heads disengaged from the screw during the surgery.

Event description:
It was reported that the screw heads disengaged from the screw during the surgery.